Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the right ventricular lead exhibited far-field atrial oversensing. Reprogramming resolved the issue. No patient symptoms were reported.